Manufacturer narrative:
The zoll console in complaint was evaluated on (B)(4) 2016 by zoll. Investigation results as follows: during the review of the event log, two tcm ID 02 errors were seen on the date of the event, thus confirming the customer's reported complaint. While evaluating the system it was observed that the cable harness connectors were found to be loose. These connectors are used to connect the cable harness to the power supply. Due to the loose connectors, this would attribute to the system displaying the tcm ID 02 errors. The connectors were connected to resolve the issue. In summary, the reported complaint was confirmed in the event log review and during the evaluation of the system. The console was checked, a functional, calibration and electrical safety tests were performed. The system passed all tests.

Event description:
It was reported that during patient treatment the thermogard xp ivtm system displayed a tcm ID 02 (ce error) message. The patient was already in rewarming mode and had reached their target temperature. Therefore the treatment was ended. No patient sequelae reported. No additional information provided.